Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the locking mechanism of the articular surface did not function.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Follow up identified that a size 5 tibial component was implanted, which would be a compatible size for the articular surface used. It is unknown if the surgical technique was followed for this case. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ guidance document. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Device was not returned for exam.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The articular surface was returned and examination of the device determined that the dovetail feature was compressed and flared out. Dimensional analysis of the liner found no deviations. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. Investigation results concluded that the reported event was not caused by the mating tibial component, as there was no report of the tibial component being replaced during the surgical procedure. The damage of the dovetail observed on the articular surface indicates that it was not correctly placed and oriented prior to pushing it with the inserter. The root cause is determined to be related to possible misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.